Manufacturer narrative:
(B)(4).

Event description:
Procedure: wedge resection. According to the reporter: on the fourth or fifth firing the staple load fired but the jaws would not release from the tissue. The surgeon had to fire another load with a new handle next to the load that was clamped on the tissue. The specimen was removed with the staple load still attached. After out of the patient, they were able to pry it off of the tissue to send back for testing. They fired another stapler on the outside of the misfired stapler and took a bit more tissue but the surgeon said it was not harmful to the patient.